Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with a large a2 prolapse/flail, severely restricted posterior leaflet and 1.1cm gap. It was noted that imaging was challenging at times due to the large left atrium. It was noted that after several grasp attempts, one of the grippers were not lowering. Troubleshooting was done. The clip was brought back to the atrium and went through troubleshooting steps, but it did not work so the device was removed from the patient and replaced with a new clip deliver system (cds). The physician was unable to grasp the leaflets with the replacement clip due to the coaptation gap. There were no adverse effects to the patient.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis and observed the gripper line to be broken. The reported inability to grasp and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to the large left atrium; therefore, attributed to patient morphology/pathology. A cause for the reported inability to grasp the leaflets cannot be determined. The gripper actuation issue was due to the observed gripper line break. The gripper line break appears to be due to multiple grasping attempts. There is no indication of a product issue with respect to manufacture, design or labeling.